Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code batch for the same issue, one of them closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received two open and unused samples with the needle detached from the thread (thread is still wound on the pack). Considering the two open samples received with the needle detached from the thread, and the thread is still wound on the pack, and that there is a previous confirmed complaint of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received show the needle escaped from the thread. Final conclusion: considering that the samples received does not fulfil b. Braun surgical specifications and that there is a previous confirmed complaint for this code-batch regarding the same issue, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinary) reported needle not connected to the thread, found before use. Further information has been requested.